Event description:
A pt reported that several years ago, a surgeon had performed reconstructive surgery on his nose due to a deviated septum using what he believed to be a medpor implant and part of his left ear. The pt indicated that the surgery did not work and that his nose collapsed. When the surgeon performed a second surgery to correct the problem, he found the area to be infected and cleaned the area. The pt indicated that the surgeon relocated to another town and that the pt consulted this surgeon one add'l time but had to find another surgeon because of insurance reasons. The pt indicated that the next surgeon he consulted with told the pt that he had a piece of wire coming through the bridge of his nose. In 2007, the surgeon sent the pt to an infectious disease doctor who found that the pt had a mrsa infection and the pt had an IV line placed. The pt indicated that the situation did not improve and that in two months later, the surgeon removed the medpor implant. The pt stated that the infection continued and that by the following month, he had developed a pseudomonas infection and was put on ivs.

Manufacturer narrative:
The pt returned to the surgeon in 2007 because he "had a wire coming through the inside of my nose." The surgeon gave the pt a local anesthetic and "removed several more wires." The pt stated that he returned to the surgeon in 2008, and the surgeon performed surgery to remove "the rest of the medpor as it is sliding down the inside of my nose." Follow up by the company with the surgeon who completed the procedure in the same month found that the surgeon confirmed that the product was medpor and there was no form of fixation noted. Additionally, the surgery was to replace 4% cocaine pledges. The surgeon further noted that the pt had a follow-up visit on the following month and was instructed to return in two months. Item and lot number info was not provided by the pt.